Manufacturer narrative:
G3: aware date updated from 2024-aug-02 to 2024-apr-11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that per monitoring visit, it was identified during the index hospitalization, the subject experienced a strong headache and photophobia, for which a CT scan was performed, revealing right frontal sulcal haematics that appeared reabsorbed at the next follow-up. Additionally, during the 6m follow-up visit, the subject's medical record reported phosphenes to the right eye, appearing 2 weeks following the procedure. Ophthalmic examination was performed, revealing no significant alterations. Additional information was received that the index procedure was on (B)(6) 2022 and the subject was discharged (B)(6) 2023. No additional detail is available at this time. Additional information was received reporting the patient experienced intracranial hemorrhage with an onset date of 2022-05-25. The patient had a mild headache and photophobia, CT showed minimal cortical subaracnoid hemorrhage probably due to anticoagulation. This was assessed by the site as possibly related to the study procedure. Sponsor assessed this event as causal to the index procedure, possibly related to the device and dual antiplatelet therapy (dapt). Additional information was received reporting the patient experienced visual disturbance with an onset date of 2022-05-25 the event has not been resolved. Phosphenes were reported at follow up visit. The site assessed this event as causally related to the device and procedure. Aneurysm details: aneurysm_number: 1 side (hemisphere): right location (vessel): internal carotid artery specify segment of ica: c5 location of aneurysm in vessel: sidewall aneurysm morphology: saccular maximum aneurysm diameter: 5mm aneurysm dome height: 4mm aneurysm dome width: 4mm aneurysm neck size: 4mm parent artery diameter distal to aneurysm: 3.4mm parent artery diameter proximal to aneurysm: 4.2mm post implant - specify stasis at the end of the procedure: significant stasis post implant - complete neck coverage at the end of the procedure: y post implant - indicate aneurysm occlusion (raymond and roy) at the end of the procedure: class 1 additional information was received that phosphenes were in right eye after 2 weeks post agf reported at follow up visit. There was a causal relationship to the pipeline vantage. Additional information was received that the site assessed the event as possibly related to the index procedure. Additional information was received that per source follow up on 2022-dec-12, the subject presents modest episodes of headache. Additional information was received that the clinical events committee (cec) adjudicated that the event was causal to index procedure, possibly related to guidewire (device details unknown), and not related to dapt. Additional information received reported the patient's condition improved to minimal with paracetamol. 2024-aug-02 lsh update (for, rep, hcp, sdy): additional information received reported antiplatelet medication was possibly related to the event.

Manufacturer narrative:
Repertorio ID: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.